Event description:
It was reported when using the bd vacutainer® sst blood collection tubes an unspecified number of tubes contained gel air bubbles and had issues with poor barrier separation when used. The user was required to recollect the sample(s) for testing. No health impact or consequence reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for gel air bubbles and poor barrier separation was observed. (B)(4). Complaints for sample quality are under statistical control for the month of april 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for gel air bubbles and poor barrier separation based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® sst blood collection tubes an unspecified number of tubes contained gel air bubbles and had issues with poor barrier separation when used. The user was required to recollect the sample(s) for testing. No health impact or consequence reported.